Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 3rd to the 7th stent wraps/segments with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous lesion, located in the right coronary artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent could not pass through the lesion due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. Device analysis identified stent deformation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.